Manufacturer narrative:
Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The cartridge is not an implantable device. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in a patient's eye and a white film/debris was noticed on the edge of the optic. No further information was provided. This report is to record the cartridge. A separate MDR will be submitted for the lens as additional suspect source of the debris.